Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report medical intervention received due to a hypoglycemic issue that occurred on (B)(6) 2015. Patient reported that she had left her dexcom receiver downstairs and did not hear the receiver alert her of the low. Patient reported that her husband stated that she had let out a scream that she was having a seizure. Patient's husband called patient's daughter who advised him to administer glycemic pen. Patient's husband called 911. Patient is not sure if her daughter was called first or if the emergency medical technician's (emt)'s were called first. The complaint states that (emt)'s delivered the patient to the paramedics for transport to the hospital. Patient's blood glucose (bg) was reported to be 30mg/dl at the time of starting dextrose. Patient is not sure what her bg value was after dextrose was administered. Patient reported that she was released from the hospital a few hours after observation. At the time of contact, patient reported current condition as "doing great". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in seizure.